Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for a high out of range shock impedance measurement. Technical services reviewed device data, and determined the alert was due to a shock impedance of 125 ohms. The health care professional (hcp) noted the patient's shock impedance has been in the 115 to 120 ohms range. Technical services discussed options for clearing the alert. At this time, this ICD remains in service and there were no adverse patient effects reported.